Event description:
It was reported that a patient underwent a oophorocystectomy for a right ovarian cystic tumor on (B)(6) 2010. During the procedure, the absorbable hemostat was placed on the cyst excision site and under the peritoneum. Post-operatively, on (B)(6) 2010, the patient developed a fever of 38 c and abdominal pain. An ultrasound, CT scan and pelvic examinations were performed. Abscesses were noted at the douglas pouch and retzius pouch. The antibiotic was changed to maxipime 4g/day. On (B)(6) 2010, the patient underwent a reoperation. The surgeon found two abscesses measuring 4 cm and 7 cm in size around the site of absorbable hemostat placement. Synechotomy was performed and drains were placed. On (B)(6) 2010, the drains were removed. On (B)(6) 2010, the patient was afebrile and discharged from the hospital.

Manufacturer narrative:
(B)(4) - abscess occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.